Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was gathered from the patient on (B)(6) 2015, stating that she is unsure how or when her spine became fractured; however, she did not have this injury prior to the adverse event experienced on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015, on behalf of the patient, to report that on (B)(6) 2015 the patient's receiver did not alert the patient when they had a low while sleeping. The patient's spouse called 911 when patient didn't not wake up. The ambulance arrived, patient was unresponsive, and was taken to the emergency room, where a spinal tap was performed, the test result are unknown. Patient was admitted overnight and discharged on (B)(6) 2015 and is at home. Patient's condition currently is, experiencing pain and the extent of injuries is a fractured spine. No additional event or patient information is available.